Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. It was noted that the patient's implant incision did not heal properly. The patient's rv lead was explanted. No additional adverse patient effects were reported.